Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer was in the hospital three weeks ago. Customer stated the insulin pump sometimes it works and sometimes it was not. The insulin pump will not be returned for analysis.